Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 44 and 80 mg/dl and the sensor glucose was 90 and 90 mg/dl. The customer's current blood glucose is 98 mg/dl. Insulin delivery was suspended due to sensor values. The customer was treated with food. The insulin pump will not be returned for analysis.